Event description:
Pt underwent insertion/implant biv aicd with contrast venography and under fluoroscopy. During the procedure, the angioplasty wire - abbott hi torque whisper ms guidewire (0.014" 190cm) broke and approximately 10 cm of the whisper wire was retained in the pt's pericardium. This was identified under fluoroscopy: ref (B)(4), lot # 3041571; additional surgery was undertaken to remove the retained device.